Manufacturer narrative:
(B)(4). Investigation summary: the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while impacting the femoral component, the femoral impactor head cracked. All the pieces were recovered. No surgical delay. On 02/21/2018, per analyst review of returned instrument. The instrument was noted to be broken.